Manufacturer narrative:
Per the t:flex user guide:only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 40 mg/dl. Juice was consumed and carbohydrates were consumed to address the bg level. The customer's pump basal setting was still being fine tuned and was the suspected cause of the low bg. The customer had been using a u-500 insulin in the cartridge. Tandem technical support informed the customer that u-500 was not labeled for use with the pump and that the insulin concentration did not allow for the desired reduction in the basal rate setting. The customer was to discuss the type of insulin used and to obtain a u-100 insulin.